Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level was "high", although specific value was not provided. The customer addressed the elevated bg with a manual dose of insulin and reverted to an alternate method of insulin therapy.